Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the device did not have a thumbwheel screw, and the base assembly was stripped. The se noted that the thumbwheel and base assembly were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the stand due to physical damage from the thumbwheel, cpu (central processing unit) tray, and base assembly. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the stand due to physical damage from the thumbwheel, cpu (central processing unit) tray, and base assembly. Onsite service was requested. The investigation is ongoing.